Event description:
Reported as a clinical follow up event: gastric ulcer with two episodes of melena. Treatment included hospitalization, surgery during which the ulcer was injected with adrenaline, transfusions, and discontinuance of antithromboembolic drug, aspirin.